Manufacturer narrative:
(B)(4).

Event description:
The subject device interrogation was requested following a slow patient rhythm (35min-1). Impedance above 3000 ohms was observed in addition to an absence of pacing and sensing. An intermittent capture followed by a pacing failure was observed with pacing amplitude of 5v. An x-ray was performed to check the integrity of the ventricular lead which was good. It was reported that the last check of (B)(6) 2014 did not show any abnormal observations. Preliminary analysis showed that a ventricular lead or lead/pacemaker connection issue is a probable hypothesis that could explain the reported behavior. The device was explanted and returned for analysis.

Event description:
The subject device interrogation was requested following a slow patient rhythm (35min-1). Impedance above 3000 was observed in addition to an absence of pacing and sensing. An intermittent capture followed by a pacing failure was observed with pacing amplitude of 5v. An x-ray was performed to check the integrity of the ventricular lead which was good. It was reported that the last check of (B)(6) 2014 did not show any abnormal observations. Preliminary analysis showed that a ventricular lead or lead/pacemaker connection issue is a probable hypothesis that could explain the reported behavior. The device was explanted and returned for analysis.